Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to enter auto basal. Customer's blood glucose at the time of the incident was 340 mg/dl. Customer blood glucose at the time of the call was 274 mg/dl. Troubleshooting was performed. The sensor was located in the upper right quad of the abdomen. The device will be returned for analysis.